Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the cause of the event was not related to a software anomaly. The representative encountered an error in the image acquisition system (ias) log file. Software functioned as designed. No hardware case parts were returned for analysis.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that in booting up the system prior to a case the pendant showed the software loading, but that it didn¿t pass the loading screen. Upon rebooting the image acquisition system (ias), the issue was resolved. No patient present.